Manufacturer narrative:
The reagent lot number and expiration date were not provided. It was noted that bubbles may have been in the sample. The customer declined a service visit. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+b results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 122.7 miu/ml. The repeated result was 0.4 miu/ml. The sample was repeated on another module and the result was 121.9 miu/ml. The results of 122.7 miu/ml and 121.9 miu/ml were believed to be correct. The questionable result was not reported outside the laboratory. The sample was repeated as the patient did not believe/know she was pregnant.

Manufacturer narrative:
The investigation determined the issue was consistent with a pre-analytical handling issue due to bubbles in the sample.